Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 305c19 tissue valve (B)(6) 2007; 5076-52 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that during implant, the left ventricular (lv) lead dislodged while slitting. The lv lead was advanced with a new sheath and advanced to a stable position. The lv lead is still in use. No patient complications have been reported as a result of this event.